Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shock therapies. Additional information received indicated that atrial fibrillation (af) was not converted and the device continued to shock until therapy was exhausted. The physician put the patient back on medications and increased the ventricular fibrillation (vf) zone to 220 beats per minute (bpm). This ICD remains in service. No additional adverse patient effects were reported.